Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per email correspondence, the requested surgical records and x-rays are unavailable. It was also stated that the surgeon says that the devices were not defective. Without the requested surgical records and x-rays, the clinical root cause of the limited rom cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2020, the patient experienced a limited rom. The surgeon says that the devices were not defective. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the jrny ii bcs femoral oxin lt sz 4 (case: (B)(4)), gns ii resurf pat 35mm (case: (B)(4)) and the jrny ii bcs xlpe art isrt sz 3-4 lt 10mm (case: (B)(4)). The condition of the patient is unknown.